Event description:
A malfunction was reported with the pump, displaying malfunction code malf 9. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues arise again.